Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 95 mg/dl. During the system check with tandem technical support, there was an incomplete delivery of insulin due to an unidentified blockage. It was recommended that the customer change the cartridge, infusion tubing, and possibly the site.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.